Event description:
The report stated that during an extended hysterectomy, the ligasure handpiece was used to seal twice and then stopped sealing. The generator did sound an end tone to indicate a complete sealing cycle. The customer reports that the instrument did not give off steam steadily while sealing. Another ligasure handpiece was used to complete the surgery. The customer also reported that there was no injury to the patient from this.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.